Manufacturer narrative:
H11: internal complaint reference (B)(4) h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee meniscal repair, the suture of three (3) units of the fst fix flx rev crvd insrtr bndr cann st was breaking while tensioning implant down. They used 3 different knot pushers/cutters to rule those out. Suture was snapping at second implant knot. None of the t-implants were removed form the patient, it seemed to be a suture issue not implant. The procedure was resumed, without any delay, using a competitor device a stryker air. No further complications were reported.